Event description:
Customer reports that when the product container was opened, the nurse observed the pericardial patch was not correctly packaged. Approximately 1 cm of the patch was observed to be outside the container, caught between the lid and the container itself. The product was not used. There was no adverse effect to the pt.